Manufacturer narrative:
The covidien service engineer (cse) replaced the monitor to resolve this issue. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications. (B)(4).

Event description:
Covidien received information stating that when the e360 ventilator was booting up, the touchscreen had colored vertical lines across it and also the display screen was white. There was no reported patient involvement.